Event description:
It was reported that the manufacturer representative (rep) reports that the doctor contacted him on friday to report that they did an ins replacement on monday (B)(6) 2023. Dr reports that they had trouble removing the lead from the old ins and then they had trouble inserting the lead into the new ins. Dr thinks the lead contact was "crushed". Dr reports that they were unable to insert the lead all the way into the new ins and the last contact is outside the ins header. Rep said the dr is not planning on replacing the lead. Rep did not have the patient (pt) information at time of call to technical services (ts).

Manufacturer narrative:
Continuation of d10: product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37714 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2020 product type implantable neurostimulator product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2013 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the crushed electrodes was unknown. Physician attempted to restore, crushed contact to allow passage into ins. Physician was unable to restore, damaged contact. They were remains an exposed contact outside of the battery. Patient was made aware of the situation. No further intervention is planned by the physician at this time.